Event description:
It was reported that the vns patient went to the emergency room due to chest pain. Blood cultures were positive and the patient was diagnosed with an infection at her generator site. The patient was placed on a course of antibiotics. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. No known interventions have occurred to date. Attempts for additional information will be made.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that surgery will likely occur. Clinic notes note that the patient underwent surgical consult. It was noted that the laboratory results point to an infection, but that the source of the infection is not known. It was noted that the surgeon recommends wound wash out and generator replacement. It was reported that the patient underwent surgery. During the surgery only the generator was replaced. The generator was placed in a new pocket. The surgeon did not see any visual characteristics of infection; therefore the device was replaced rather than explanted. It was reported that cultures were performed, but that the results were not know at the time of the surgery. Diagnostics with the new generator connected to the existing lead was within normal limits. (2805 ohms). Further follow-up revealed that no infection was present.